Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels of approximately 430 mg/dl; cause was not known. On (B)(6) 2024 customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage, and continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.